Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Customer reported via phone call that he was hospitalized due to coma for 3 times as they experienced low blood glucose of 31mg/dl due to getting too much of insulin. Customer¿s blood glucose at time of incident was 17mg/dl and current blood glucose was 261mg/dl. Customer was wearing insulin pump at time of hospitalization. Customer also reported that in recent event that they experienced raising high blood glucose of 266mg/dl, 443mg/dl, 213mg/dl and then 666mg/dl which was treated with insulin pen. Customer perform troubleshoot for low blood glucose. Customer was recommended to revert to back up plan as per hcp¿s instructions. Insulin pump was to be return for analysis.

Manufacturer narrative:
Unit received with all operating currents within specification and passed functional testing including the rewind, basic occlusion test, occlusion test, prime test, excessive no delivery test, self test, unexpected restart error test and displacement test. Pump passed the delivery accuracy test. No motor error alarms or displacement anomalies were noted. The motor was tested outside the device and passed. Unit received with cracked case at display window corners, display window and battery tube threads. Unit received with minor scratched display window and case.